Event description:
New onguard blood collection kit needles feel very unsafe using. They are more flexible plastic so bend easier when they shouldnt bend, the mechanism to cover the needle after removing it requires 2 hands which is unsafe as needle tip has blood on it at that time and the plastic piece gets caught as you are trying to engage the lock. It is also more difficult to draw blood with d/t the set up of the butterfly itself.